Event description:
It was reported that the patient was just implanted 5 days ago and they wanted to find the number for their manufacturer representative. The patient was having some issues with the machine and it was not working like it should. The patient had been having these issues ever since they got it. The patient called their health care provider (hcp) and they couldn¿t get them in right away and gave the patient the manufacturer representative¿s phone number yesterday. It was further reported that the patient did have a 50 percent or greater symptom reduction during the peripheral nerve evaluation (pne). The patient wasn¿t seeing the same results as they did during the pne, but the manufacturer representative reminded them they had only been implanted 5 days. The patient said that their 4 programs weren¿t working and the manufacturer representative asked them to leave it on 1 program to give it time to work and follow-up with their hcp post-operatively. The manufacturer representative told the patient they could come into the office for programming help if the office requested. They didn¿t know if the cause of the event was determined. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qafg, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).